Event description:
When inserting the genie into a vial of oxaliplatin, the device broke in half at the bottom of the clave.======================health professional's impression======================device broke while preparing chemo in the pharmacy.